Event description:
It was reported that the patient noted a smell of melted wax from the transmitter. After unplugging and reconnecting the device into the outlet, the device powered up. The transmitter's phone cord felt hot. Device replacement was discussed. No patient symptoms reported.